Manufacturer narrative:
The reported field event of infection could not be confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15625. Related manufacturer reference number: 2017865-2021-15626. Related manufacturer reference number: 2017865-2021-15628. It was reported that the patient had a system infection due to bacteremia and lead vegetation. The implantable cardioverter defibrillator system was explanted. The patient was in recovery.